Manufacturer narrative:
(B)(4).

Event description:
It was reported that the high voltage lead impedance vectors including the svc coil measurements were increased. The patch connected to the svc df-1 port was programmed off. Programming changes were made. The patient was not affected in any way. The patient is stable, and will continue to be monitored.